Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ stabbing pain/sharp pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute maxillary sinusitis, chronic nasal congestion, hot flashes, mood swings, acne and augmentation mammoplasty. Concurrent conditions included body mass index normal, hypertension, sinus operation, uterine bleeding and gastrointestinal disorder. Concomitant products included calcium and codeine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings"). In april 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), ovarian cyst ("cysts"), vision blurred ("vision/eye problems type: intermittent blurred vision"), visual impairment ("vision/eye problems"), hypersensitivity ("allergic or hypersensitivity") with rash, hormone level abnormal ("hormonal changes"), abdominal pain lower ("abdominal pain/ left lower quadrant pain"), reproductive tract disorder ("reproductive system disorder or condition"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("allergic or hypersensitivity reaction type: hives"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), pruritus ("rashes or skin conditions type: itchy skin"), abdominal pain ("abdominal pain"), parosmia ("first two week stinks"), abdominal distension ("bloating"), hot flush ("my hot flashes are kicking my butt"), vaginal cuff dehiscence ("some stitches in vaginal cuff were irregular"), insomnia ("trouble sleeping"), hyperhidrosis ("sweating like crazy") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy).essure was removed on 12-jan-2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, ovarian cyst, vision blurred, visual impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, abdominal pain lower, reproductive tract disorder, dysmenorrhoea, urticaria, adenomyosis, pruritus, abdominal pain, mood swings, parosmia, abdominal distension, hot flush, vaginal cuff dehiscence, insomnia, hyperhidrosis and menstruation irregular outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypersensitivity, insomnia, menorrhagia, menstruation irregular, mood swings, ovarian cyst, parosmia, pelvic pain, pruritus, reproductive tract disorder, urticaria, vaginal cuff dehiscence, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: the essure device was then introduced through the hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 3 coils showing. Left tube had 4 coils showing. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were reported via social media: parosmia, abdominal distension, waist circumference decreased, hot flush, vaginal cuff dehiscence, insomnia, dyskinesia. Quality-safety evaluation of ptc: ptc global number: 2016-060545 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: irregular cycles. Historical conditions was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain/sharp pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute maxillary sinusitis, chronic nasal congestion, hot flashes, mood swings, acne, augmentation mammoplasty and uterine bleeding. Concurrent conditions included body mass index normal, hypertension, sinus operation, uterine bleeding and gastrointestinal disorder. Concomitant products included calcium and codeine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), ovarian cyst ("cysts"), vision blurred ("vision/eye problems type: intermittent blurred vision"), visual impairment ("vision/eye problems"), hypersensitivity ("allergic or hypersensitivity") with rash, abdominal pain lower ("abdominal pain/ left lower quadrant pain"), reproductive tract disorder ("reproductive system disorder or condition"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("allergic or hypersensitivity reaction type: hives"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), pruritus ("rashes or skin conditions type: itchy skin"), abdominal pain ("abdominal pain"), parosmia ("first two week stinks"), abdominal distension ("bloating"), hot flush ("my hot flashes are kicking my butt"), vaginal cuff dehiscence ("some stitches in vaginal cuff were irregular"), insomnia ("trouble sleeping"), hyperhidrosis ("sweating like crazy"), menstruation irregular ("irregular cycles") and dysgeusia ("metallic taste") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian cyst, vision blurred, visual impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, reproductive tract disorder, dysmenorrhoea, urticaria, adenomyosis, pruritus, abdominal pain, mood swings, parosmia, abdominal distension, hot flush, vaginal cuff dehiscence, insomnia, hyperhidrosis and menstruation irregular outcome was unknown and the alopecia, weight increased, abdominal pain lower, fatigue and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypersensitivity, insomnia, menorrhagia, menstruation irregular, mood swings, ovarian cyst, parosmia, pelvic pain, pruritus, reproductive tract disorder, urticaria, vaginal cuff dehiscence, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: the essure device was then introduced through the hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 3 coils showing. Left tube had 4 coils showing. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: appear to be in proper place. Concerning the injuries reported in this case, the following ones were reported via social media: parosmia, abdominal distension, waist circumference decreased, hot flush, vaginal cuff dehiscence, insomnia, dyskinesia. Concerning the injuries reported in this case, the following ones were confirmed in medical records: pelvic pain. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Event: metallic taste were added. Event: rashes, hair loss, metallic taste abdominal pain lower outcome were updated to recovered. Lab data were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer on 17-nov-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As a result of her implantation with essure, she suffered injuries, including: heavy bleeding, hysterectomy, pain, skin rash, hair loss, weight gain and cysts. On (B)(6) 2016, she had surgery to remove essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Approximately 1 year after insertion, she had a surgery to remove essure coils. Pelvic pain and genital bleeding, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute maxillary sinusitis, chronic nasal congestion, hot flashes and mood swings. Concurrent conditions included body mass index normal, hypertension and sinus operation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), ovarian cyst ("cysts"), eye disorder ("vision/eye problems"), visual impairment ("vision/eye problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity") with rash, hormone level abnormal ("hormonal changes"), abdominal pain ("abdominal pain/ left lower quadrant pain"), reproductive tract disorder ("reproductive system disorder or condition"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgery to remove essure (hysterectomy) on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, ovarian cyst, eye disorder, visual impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, abdominal pain, reproductive tract disorder and dysmenorrhoea outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, ovarian cyst, pelvic pain, reproductive tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: ptc global number: (B)(4) sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, hypersensitivity, fatigue, reproductive tract disorder, dysmenorrhoea, vision/eye disorder, hormone level abnormal, abdominal pain were added. Previously reported event ¿weight increased¿ outcome updated. Reporter, patient demographic information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute maxillary sinusitis, chronic nasal congestion, hot flashes and mood swings. Concurrent conditions included body mass index normal, hypertension, sinus operation, uterine bleeding and gastrointestinal disorder. Concomitant products included calcium. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), ovarian cyst ("cysts"), vision blurred ("vision/eye problems type: intermittent blurred vision"), visual impairment ("vision/eye problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity") with rash, hormone level abnormal ("hormonal changes"), abdominal pain lower ("abdominal pain/ left lower quadrant pain"), reproductive tract disorder ("reproductive system disorder or condition"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("allergic or hypersensitivity reaction type: hives"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), pruritus ("rashes or skin conditions type: itchy skin") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure (hysterectomy) on (B)(6) 2016) and surgery (surgery to remove essure (hysterectomy) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, ovarian cyst, vision blurred, visual impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, abdominal pain lower, reproductive tract disorder, dysmenorrhoea, urticaria, adenomyosis, pruritus, abdominal pain and mood swings outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, mood swings, ovarian cyst, pelvic pain, pruritus, reproductive tract disorder, urticaria, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: the essure device was then introduced through the hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 3 coils showing. Left tube had 4 coils showing. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new event: urticaria, adenomyosis, mood swings, pruritus, abdominal pain were added and previously reported event eye disorder updated to vision blurred . Reporter, concomitant disease added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ stabbing pain/sharp pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute maxillary sinusitis, chronic nasal congestion, hot flashes and mood swings. Concurrent conditions included body mass index normal, hypertension, sinus operation, uterine bleeding and gastrointestinal disorder. Concomitant products included calcium and codeine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), ovarian cyst ("cysts"), vision blurred ("vision/eye problems type: intermittent blurred vision"), visual impairment ("vision/eye problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity") with rash, hormone level abnormal ("hormonal changes"), abdominal pain lower ("abdominal pain/ left lower quadrant pain"), reproductive tract disorder ("reproductive system disorder or condition"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), urticaria ("allergic or hypersensitivity reaction type: hives"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), pruritus ("rashes or skin conditions type: itchy skin"), abdominal pain ("abdominal pain"), parosmia ("first two week stinks"), abdominal distension ("bloating"), hot flush ("my hot flashes are kicking my butt"), vaginal cuff dehiscence ("some stitches in vaginal cuff were irregular"), insomnia ("trouble sleeping") and hyperhidrosis ("sweating like crazy"). The patient was treated with surgery (surgery to remove essure (hysterectomy) on (B)(6) 2016) and surgery (surgery to remove essure (hysterectomy) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, ovarian cyst, vision blurred, visual impairment, vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, abdominal pain lower, reproductive tract disorder, dysmenorrhoea, urticaria, adenomyosis, pruritus, abdominal pain, mood swings, parosmia, abdominal distension, hot flush, vaginal cuff dehiscence, insomnia and hyperhidrosis outcome was unknown and the weight increased and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hyperhidrosis, hypersensitivity, insomnia, menorrhagia, mood swings, ovarian cyst, parosmia, pelvic pain, pruritus, reproductive tract disorder, urticaria, vaginal cuff dehiscence, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: insertion procedure: the essure device was then introduced through the hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 3 coils showing. Left tube had 4 coils showing. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: parosmia, abdominal distension, waist circumference decreased, hot flush, vaginal cuff dehiscence, insomnia, dyskinesia. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-jun-2018: social media was received. Reporter information was added. Events were clubbed with previously reported events. Events: first two week stinks, bloating,my hot flashes are kicking my butt, some stitches in vaginal cuff were irregular, trouble sleeping, and sweating like crazy were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pain (seen as pelvic pain) and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Approximately 1 year after insertion, she had a surgery to remove essure coils. Pelvic pain and genital bleeding, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.